Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they have been experiencing low blood glucose since (B)(6) 2017 with blood glucose of between 40, 58, to 81 mg/dl at the time of the incidents. The customer was having lows in the mornings and believes the pump was over delivering. The customer used glucose tablets to treat. The customer experienced symptoms such as extreme weakness at the knees, blurred vision, and lack of sleep. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.